Manufacturer narrative:
.

Event description:
It was reported that during a routine follow up, the pulse generator exhibited an inappropriate measured data. No intervention was performed. The patients condition was good and would be follow up routinely.